Event description:
Patient was undergoing exploratory laparotomy, extensive enterolysis of adhesions, small bowel resection with anastomosis. Per the surgeons, the lds stapler (covidien powered lds ligating & dividing stapler, ref # 092001, lot # p3e0377x) was slow to staple and would not release.